Event description:
A report was received that the patient had developed (B)(6) infection in her upper thoracic site. Symptoms included disorientation and pain and drainage at the site. It was believed that the infection was not device or procedure related. The patient was treated with antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had developed (B)(6) infection in her upper thoracic site. Symptoms included disorientation and pain and drainage at the site. It was believed that the infection was not device or procedure related. The patient was treated with antibiotics and underwent an explant procedure.